Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the lead exhibited high out of range pacing lead impedance. The lead exhibited normal and stable capture and sensing and high voltage lead impedance. Lead testing did not reproduce any noise. The patient was not dependent and rarely paced in the ventricles. The upper impedance limit was be increased. The patient would be monitored.